Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: 4625 vitrectomy attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after inserting the dib00 model intraocular lens (iol) into the patient¿s ocular dexter (right eye) the bag split. The iol was removed and replaced with a non-johnson & johnson surgical vision lens. There was no patient injury, however an anterior vitrectomy was performed. Patient status post-procedure was reported as fine. The iol is not available for return. No further information is available.